Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 96mg/dl. Pt then passed out. Paramedics arrived and tested blood glucose on their equipment and blood glucose was 32mg/dl. The emt's administered 1 ampule of dextrose 50. The pt is on an insulin pump.